Manufacturer narrative:
On (B)(6) 2013 an ocd field engineer (fe) arrived at the customer site and replaced the pump in position 2. The fe tested the new pump 2 with flow test. The test passed. The fe tested the osp by performing a cold start and service demo assay. All test passed. Repairs have returned this instrument to expected operation. (B)(4).

Event description:
The customer stated that they received a (B)(6) result using the ortho summit processor. No erroneous results were reported.